Event description:
The customer called to report an alarm on the insulin pump. The customer then stated she was hospitalized for high blood glucose and the reading was 1200 mg/dl. The customer also stated she had some infections. The customer declined any troubleshooting on the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.